Event description:
Customer performed a blood glucose test and received a result a 200mg/dl. They went to the senior center and an hour later felt faint and passed out. A rescue team was called and they received a result of 33mg/dl. The customer was given an IV. The customer has since changed medications. Level 1 control was out of range. A request was made for the return of the suspect device and replacements were sent.